Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363420, lot unknown) was being used to administer paclitaxel at 206 milliliters (ml) per hour on (B)(6) 2024. According to the complainant, the pump showed accumulated air-tried tapping out air and taping tubing up on the pump. The prime function was initially used to remove air from the line and the infusion was restarted. However, an air in line alarm reoccurred. At this time, the door was opened, the tubing was removed, inspected, and tapped, to observe and confirm that no air was present in the lines. No bubbles were visible, so the tubing was reloaded, and the infusion was restarted. The alarm reoccur. The complaint device is not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.